Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by a doctor that while their patient was on our insulin pump they were involved in a car accident. The patient's blood glucose level is unknown. Trouble shooting was conducted to help calculate the patient's blood glucose level. Device is not being returned. No further information available.